Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 83-145mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 10/27/2019, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1: low states the date/time is 0000. Fasting (customer states that he also sees an image of a control bottle with the c on it).